Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide referenced, is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was attempted with the same result. The device was removed and hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that the suture and link were not returned with the device. The plunger was returned out of the handle and the anterior needle tip had barb damage. This indicates the anterior needle tip detached from the anterior cuff during plunger withdraw and could appear similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.